Manufacturer narrative:
The pod was received for investigation fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Investigation of the returned device showed that an 0x1c alarm had been generated, indicating that the pod reached the expiration time of 80 hours. This alarm is a safety feature of the device and not a failure of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 17.5 hardware: iphone14.7 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 291 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated upon removal of the pod the cannula appeared to be bent and there was a little bruise at the injection site on their arm.